Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false negative. The following has been provided by the initial reporter: position of drawer a / position currently unknown.

Manufacturer narrative:
Investigation summary this complaint alleges a false negative result on a mgit 960 instrument (p/n (B)(6), s/n (B)(6)). The customer called in to report a false negative result, technical service worked with the customer remotely to resolve the issue. The customer reported that the patient was known to be positive so the sample was examined microscopically and the false negative was identified. The customer moved the sample to another location in the instrument and continued the protocol and the sample flagged as positive. The customer denied an fse visit because they claimed that the instrument was functioning as expected. There was no instrument error. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2006. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time. This is an unconfirmed failure of a bd product.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false negative. The following has been provided by the initial reporter: position of drawer a / position currently unknown.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found producing a false negative. The following has been provided by the initial reporter: position of drawer a / position currently unknown.

Manufacturer narrative:
The following information has been updated due to corrected information:d.4. Medical device expiration date: na.